Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that the pta balloon could not be deflated. Reportedly, the pta balloon dilatation catheter was successfully deflated and removed from the pt. No report of pt injury. Add'l info pending.